Manufacturer narrative:
Review of the previous report indicated that a recall needed to be added in h7. Continuation of d11: product ID 8709sc lot# h845140204 implanted: (B)(6) 2012 explanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2019 a catheter dye study was performed due to nearing end of battery life. Normal flow was observed, but it was also observed that the catheter had dislodged and migrated from c2 to t7 level. The entire system was explanted/replaced on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h845140204, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 12-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 1948mcg/ml fentanyl at 1074.6mcg/day and 20mg/ml bupivacaine at 11.033mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had been having headaches. A normal pump replacement was done due to longevity and it was found by a dye study that the catheter had migrated from the cervical spine to the thoracic. Surgery was done to place a new catheter. The issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned and analysis found residue/wear in the motor gear train. The catheter was returned and no significant anomalies were found. Concomitant medical products: product ID: 8709sc, lot# h845140204, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.